Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: effect of calcium phosphate bone cement augmentation on volar plate fixation of unstable distal radial fractures in the elderly; kim, j. K., koh, y. D., kook, s. H. Effect of calcium phosphate bone cement augmentation on volar plate fixation of unstable distal radial fractures in the elderly. J bone joint surg am. 93:609-14. Forty-eight patients were recruited for this study with a mean patient age of 73 years. Surgical procedures were randomized between synthes volar locking plate fixation alone (group 1) and the synthes volar locking plate fixation with inject of calcium phosphate bone cement. Loss of reduction occurred in one wrist in each group (both patients refused reoperations). This is report 1 of 1 for (B)(4). This report is for an unknown volar locking plate.